Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra2 meter was reading inaccurately erratic. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that on the day before, at 5:45 pm, she tested her blood glucose and obtained a result of 291 mg/dl. She then took her usual dose of lantus insulin- 30 units. Approx 45 minutes later, she felt dizzy and shaky. She checked her blood glucose and the result of 53 mg/dl, which correlated with the symptoms. She treated self with orange juice and retested her blood glucose about 45 minutes later with a result of 106 mg/dl. She did not receive any medical attention/intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the pt claimed she received a result of 291 mg/dl on the meter and 45 minutes later, she experienced symptoms of hypoglycemia, which she treated with juice. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter of strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.